Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the pump stopped working. The pump and cylinders were replaced. It was reported that the device had been implanted in 2003.

Manufacturer narrative:
This follow up MDR is created to document the additional event information and conclusion of the investigation. The device was not received for evaluation as the device was discarded. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
Additional information received indicated the pump was hard and would not pump any longer.